Event description:
During patient use, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) was unable to power on the autopulse platform. The status leds on the battery illuminated 4 green lights. The providers switched to manual CPR in less than 8 seconds and manual CPR was performed for 45 minutes, from the scene to the hospital. The battery performed as intended during the morning checks but not during the event. The platform performed as intended with older batteries. No impact or consequence to the patient.

Manufacturer narrative:
The li-ion battery in the complaint has been returned for investigation. A supplemental report will be filed when the investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.